Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it was surmised that the glue peeling observed may be caused by excessive force applied when handling the device. As stated on the IFU (instruction for use) the user manual states: do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Olympus will continue to monitor complaints for this device.

Event description:
As reported, smeared video found during an unknown event. There is no patient involvement on this reported event. No user injury reported. Device return evaluation found forceps cover glue peeling (bending section).

Manufacturer narrative:
The subject device was received and evaluated. Inspection found multiple broken ultrasound elements, a dented and loose probe unit, and a loose water inlet. Cracked glue on the bending section cover and peeling on forceps cover glue were also observed. Investigation is ongoing. This report will be supplemented accordingly following investigations.